Event description:
See initial report.

Manufacturer narrative:
The technician in charge replaced both patient pumps and the distribution board to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event can be traced back to corroded patient pump bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motors to freely rotate and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to distribution board.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device will be sent to the manufacturer site for investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes associated to patient pumps during priming. There was no patient involvement.